Event description:
It was reported that after a da vinci-assisted surgical procedure that the bovie pad was found to be non-functional. The issue was resolved by intuitive field service by replacing the erbe generator. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The issue could not be reproduced during testing using the artemis system. A visual inspection did not reveal any conditions related to the reported event. Functional testing was subsequently performed using the system. The iesu cauterized across all ports and instruments without issue. No additional findings were identified that correlated with the reported problem. Root cause is attributed to the defective generator.